Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Corrected information: results code no longer applicable. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml; 726.5 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The infusion mode was simple continuous. The date of the event was (B)(6) 2015. It was reported a motor stall was seen at initial interrogation during a pump refill. The logs show a motor stall occurred (B)(6) 2015 at 9:41. The patient was in school at the time the motor stall occurred. The patient's grandmother said she "might have heard a little beep last night" but they did not realize it was coming from the pump. The refill was done and the logs were reviewed four times over two hours and no recovery was noted in the logs. The patient did not recently have magnetic resonance imaging (MRI). The cause of the stall was unknown. The patient was "fine" and "doing really well." On (B)(6) 2015 a company representative reported the patient was showing symptoms of withdrawal and the hcp was managing them orally. The patient was admitted and the pump was replaced (B)(6) 2015. Post-operative the pump was delivering baclofen 12000 mcg/ml; 675.2 mcg/day lot number 2138-106 (expiration date 09/17). The cause of the motor stall and troubleshooting performed was not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.